Manufacturer narrative:
(B)(4).

Event description:
It was reported that a transmitter failed error occurred. No product or data was provided for evaluation. Confirmation of the allegation and a root cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). Date received by manufacturer - correction from "04/16/2019" to "04/17/2019."